Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an error of 810:11 was confirmed but not reproduced during product evaluation. The root cause of this condition was assigned to the ail (air in line) board being out of calibration. The ail pcb (printed circuit board) was recalibrated and verified to correct this condition. Failure code 810:11 indicates a possible air sensor error (air sensor/circuits saturated). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with an error of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.